Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter:-15.00. (B)(4). Method code(s): (evaluation method): work order search. Results code(s): (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.00 diopter, in the patient's right eye (od) on (B)(6) 2014. Excessive vaulting and significant reduction of irido-corneal angles was noted on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and was exchanged for a shorter lens and the problem was resolved. See MFR. #2023826-2016-00049 for left eye.